Event description:
The patient was a 42 year old female admitted to the kaiser foundation hospital facility located at harbor city on january 17, 1992. The admitting diagnoses were myocardia infarction and deep vein thrombosis. Bassed on the patient's history and condition on the date of admission, the physicial concluded that insertion of the greenfield filter was appropriate. Following the manufacturer's instructions, the physician inserted the greenfield filter into the vena cava. After the greenfield filter was inserted into the vena cava, it did not open nor did it stay in place as designed. At the time of autopsy, the green field filter wa found in the right ventricle of the patient's heart and was in open positiondevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data. The device was not destroyed/disposed of.